Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had downstream occlusion and air in line alarms; the pumps were described as more "sensitive" with these alarms. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.